Manufacturer narrative:
The reported event could not be confirmed as no sample was returned for evaluation. It was unknown whether the device met specifications. The product was used for treatment purposes. It was unknown whether the product caused the reported failure. A potential root cause for this failure could be "dimensions of cap are not to specification". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿reliavac® 400 closed wound suction evacuator kits contain wound drains and evacuators. Wound drains are made up of silicone and pvc materials; they are round or flat shape with perforations. They are packaged with or without a trocar. Evacuators are made of pvc materials. Indications for use: wound drains are used to remove exudates from wound sites. Contraindications: do not use for chest drainage. IV. Precautions: ensure that the wound site is dry and free of debris before closure. The surgeon must determine the number of drains needed for effective drainage of the entire wound site. The junction between the tubing and tissue at the drain entrance site must be air-tight for effective functioning of the system. Do not use with wall suction in excess of 210mm hg. If the drain is occluded, irrigation and/or aspiration of the drain may be required. The quality and quantity of drained fluid must be regularly monitored and reported to the surgeon. Reservoir, once full, must be emptied per hospital protocols. Failure to do so will result in incomplete drainage. Suction must be discontinued prior to the removal of the drain. Before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector. Y-connector to suction source." The device was not returned.

Event description:
It was reported that the outlet part of the evacuator came off after the surgery. It was also stated that after sutures, there was a possibility of internal debris. Per additional information received via email on 19jun2020 from ibc representative, the outlet port of the evacuator was missing and it is unknown if there were pieces left in the patient's body.